Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation. The event was not duplicated during testing; however, the device was out of specifications. One device was found to be affected by internal corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device overheated. There was patient involvement with no patient impact.